Event description:
Reporter alleged obtaining a result of 372 mg/dl on the advantage system so he went to the hospital. Reporter alleged obtaining a discrepant blood glucose result of 350 mg/dl on the same advantage system compared back to back with a result of 149 mg/dl on the hospital's meter when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.